Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28 x 2.75 target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28 x 2.75 target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to distal stent with stent struts stretched distally to the distal markerband. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.